Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿five to thirteen-year results of a cemented dual mobility socket to treat recurrent dislocation¿ by moussa hamadouche, et al. Published by international orthopaedics (2017), vol. 41, pp. 513-519, was reviewed. The purpose of this study was to evaluate the five-year outcome of a cemented dual mobility (dm) socket after primary revision to treat recurrent dislocation in 51 patients implanted between august 2002 and june 2005. The patients were revised with a competitor dm socket cemented with depuy cmw-3 bone cement. 22 patients received a competitor acetabular reinforcement device. The femoral heads and stems used are unknown. This complaint will capture the results for the depuy cmw cement. Radiographic image available on pp. 516 in fig. 3 results: 2 revisions of the cemented dm cup to treat aseptic loosening at an unknown interface. One at 1.8 years and another at 5.6 years. 2 revisions of the cemented dm cup performed for late sepsis. Captured in this complaint: depuy cmw-3 bone cement for loosening at an unknown interface and sepsis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.